Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that this was the second time that the insulin pump had lost power without warning. Customer's blood glucose value was unknown. Customer states insulin pump had power loss alarm, battery was replaced then replaced battery now alarm, customer replaced the battery and then low battery alert came. Patient replaced battery and everything went back to normal. Caller is concerned that she has not heard alarms. Troubleshooting did not performed for audio or failed battery since caller had to disconnect. The device will not be returned for analysis.